Manufacturer narrative:
Without a lot number, the expiration date and manufacture date could not be determined. The device was not returned for evaluation. The cause for this event is not clear and could not be established. The reporter did not provide specific information related to the product application and removal technique. No sample or lot number of the product were provided for further evaluation. The product instructions for use (IFU) states the drape should be applied without tension, and states that the drape should be removed by gently peeling it back at a 180-degree angle from the skin. The ioban drape instructions for use state that it is critical to employ the recommended technique for removal of this drape, particularly in patients with fragile skin.

Event description:
A female patient with parchment skin had a total shoulder prosthesis and allegedly experienced large skin lesions with pain when a 3m¿ ioban¿ 2 antimicrobial incise drape was removed that was placed from the front upper arm to the breast. The lesions were reported to be about 15x10cm ventral and 10x8cm dorsal of superficial nature. Treatment included regular dressing changes performed without anesthesia. Hyperesthesia in the area of the skin lesions was also observed. Bandages were changed daily. The skin healed in (B)(6) 2019.